Manufacturer narrative:
(B)(6).

Event description:
It was reported that during testing prior to use on the patient, the wand sparked and heavy smoke came out from the tip. The procedure was completed with a back-up device. No patient/user injury reported.

Manufacturer narrative:
Visual evaluation under magnification shows minimal electrode wear with dried tissue present on the electrodes. Evaluation with an unaided eye found no manufacturing abnormalities with the returned device. The wand was connected to a compatible controller and activated in a beaker of saline solution at the default and max settings on the controller and performed as intended. The saline line was connected at approximately 3 feet and saline flowed through-out the line to the tip as intended. As the saline and suction lines were tested, the ablate function was activated and plasma was observed as intended. At no time during functional evaluation the device arced which would conclude that there is no electrical disturbance related to the wand. The complaint could not be verified as the returned device functionally performed as intended. A factor that may contribute to the reported event is contact with a metal surgical instrument (such as a mouth guard). The evac 70 xtra coblator ii wand will create steam when sufficient suction is not used and give the user the perception that it is smoking. This occurs when the wand is burning off the residual fluid on the distal tip. Any lack of suction will also enhance and promote a more visual effect. The instructions for use (IFU) provided with the device contains warnings and precautionary measures related to proper use of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.